Event description:
It was reported that, the patient changed the cartridge earlier due to elevated blood glucose levels and believed they had run out of insulin. The patient later noticed that blood glucose levels remained high and attempted to change the cartridge again after observing that it was approximately half full. While handling the pump upside down, insulin leaked from the chamber. The patient cleaned the insulin from the device as best as possible and was able to insert a new cartridge. Following the cartridge replacement, the patient reported that blood glucose levels began to decrease as the pump delivered correction doses intended to lower the previously elevated levels. The patient treated the low blood glucose with food and reported a glucose value of 70 mg/dl on a continuous glucose monitor at the time of the call. The patient was unable to provide the lot number for the cartridge. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.